Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of(B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9343396. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200863990] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle cannula remained inside the shield when the shield was removed. This was discovered during use. The following information was provided by the initial reporter: material no: 328466 batch no: 9343396 it was reported that when removing the shield the needle remained inside shield.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/29/2020. H.6. Investigation: customer returned (2) loose 1/2cc syringes. Customer states that when removing the shield the needle remained inside shield. Both returned syringes were examined and both syringes were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9343396. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200863990] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle cannula remained inside the shield when the shield was removed. This was discovered during use. The following information was provided by the initial reporter: material no: 328466 batch no: 9343396. It was reported that when removing the shield the needle remained inside shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle cannula remained inside the shield when the shield was removed. This was discovered during use. The following information was provided by the initial reporter: material no: 328466 batch no: 9343396. It was reported that when removing the shield the needle remained inside shield.